Manufacturer narrative:
The adverse event experience is localized in another country. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the possibly affected device history record, sterilization record (batch 630) and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. Patient is doing well. If no further information is available allowing pajunk to determine if it is a pajunk product, the file is considered as closed.

Event description:
Pajunk was informed in 2007. User's description: peripheral plexus anesthesia right femoral position for 48 hours. On remove of the stylet, resistance was felt. Pulling the catheter: "no resistance, but the catheter is broken. One cm stayed into the patient. The user made a general anesthesia to remove the catheter (dissection of 5cm)."